Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited loss of capture. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.